Event description:
Nurse reported: one of the distal ports' claves fell off when rn went to take off swab cap and left blue spike only on tubing. Saline infusion was lost. Pits#(B)(4). Active infusion stopped: no. Injury/adverse reaction: no. Process step where problem occurred: before treatment. Additional information is needed to complete the investigation.

Event description:
The pump was returned for a set ID failure. Upon return, the device was able to perform infusions successfully and passed consecutive iterations of set ID functional testing. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.

Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to the specific code set-0032-25. During visual inspection a separated cap from the y-port was observed. A microscopic evaluation was performed, and cracks were observed around the cap. The customer complaint is confirmed. The probable root cause could be related to supplier manufacturing assembly defect. Manufacturer has been notified of this incident in the past. The current process controls detection includes 1) visual and dimensional sampling inspection at incoming inspection area and 2) post sterilization sampling final inspection. The batch record fa25d28020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
Previously supplemental MDR was submitted in error. Please disregard 3014732157-2025-00768 follow-up 2 submitted on november 17, 2025.